Event description:
It was reported that guidewire distal tip detachment occurred. The target lesion was located in the non tortuous and mildly calcified left iliac artery. A 300cm straight tip v-14 control wire was advanced. However, during introduction, light resistance was encountered and the guidewire tip sheared off. An attempt was made to retrieve the fragment by snaring but was unsuccessful. The procedure was completed with a different device. No further complications were reported. The patient is fine and is expected to fully recover.